Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. A review electrograms noted there was also intermittent loss of capture. Testing in the clinic revealed threshold had increased. The output voltage was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).